Event description:
Surgeon requested constrained liners for a insert and head exchange.

Event description:
Surgeon requested constrained liners for a insert and head exchange.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The exact cause of the event could not be determined due to the limited information provided. The reason for the revision surgery was not provided. The explanted components, patient details, medical records or x-rays would be necessary to determine a root cause.

Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).